Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were logged in, and the pyxis logged them out. A technical support specialist (tss) dialed into the station, brought it down to the admin profile, and checked the data synchronization logs, finding no errors. The tss stopped the data synchronization and maintenance services, backed up the database in the d drive using decrypted scripts, and compared transactions between the station and server, which matched. Finally, the tss dropped the database and initiated a full synchronization, which completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es would log the crna users out. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility:(B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es would log the crna users out. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.